Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from reagent probe b. The fse replaced the reagent probe b collar wash valve (solenoid valve) to resolve the issue. (B)(4).

Event description:
The customer reported a leak from reagent probe b on their unicel dxc 600 pro synchron system. The customer stated the leak was contained and described the volume of the leas as less than 100 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.